Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 47 mg/dl at time of incident, treated with food, glucose tablets and carbs. Customer declined to troubleshooting for low blood glucose. Customer stated that the sensor was not working and that¿s why they had the low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. The devices will not be returned for analysis.